Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 70% stenosed 2.5x18mm concentric de novo lesion was located in a moderately calcified and non-tortuous right coronary artery. The physician attempted to direct stent with two 2.5x15mm stents, but the device would not cross the lesion. A 2.5x12mm maverick2 balloon was advanced to the lesion to predilate and was inflated to 18 atms for 10 seconds. The balloon ruptured on the first inflation. The predilation was completed with another maverick balloon. The procedure was completed by placing both 2.5x15mm and 2.5x18mm stents in the lesion. The stents were post dilated with a 2.75x12mm quantum maverick balloon. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4).